Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an irrigation and debridement of the lead and lead extension site due to the patients incision site not healing from the stage two implant procedure. Two weeks after the stage two implant procedure, the physician decided that the patient would need an irrigation and debridement of the lead and lead extension site. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7109865. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7109841. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7097850.